Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and to the patient's ketoacidosis. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that a patient visited the emergency room (ER) due to diabetic ketoacidosis (dka), high blood glucose (bg) levels, and dehydration. The patient's glucose history is as follows: (B)(6). Multiple corrections were administered using the pod but the bg levels did not decrease. The patient also gave himself a manual insulin injection, he started feeling sick, throwing up with blood every time he tried to drink water and decided to drive himself to the hospital. He was placed on an intravenous (IV) therapy of fluids for dehydration and insulin to lower his bg levels. The patient was experiencing a cold with a runny nose and cough at that time, he was monitored and once his blood glucose was stable he was released, but stated that felt sick for the next 3 to 4 days. The pod was worn between 4 and 24 hours on the arm.